Manufacturer narrative:
Bci field service engineer (fse) evaluated the instrument and found line #15 to have a strange bend in the tubing as the module was lowered and raised. The fse replaced line 15 and rerouted the tubing. Hardware is the root cause of this event.

Event description:
A customer contacted beckman coulter inc., (bci), and reported that the ion selective electrode (ise) cup was not draining intermittently causing the cup to overflow and spill liquid into the ise compartment. Customer observed liquid on the floor. No injury has been reported in connection with this event.